Event description:
The lay user/patient called lifescan (lfs) in 2006, and alleged that his one touch ultrasmart meter was missing segments. The medical affairs specialist spoke to the patient the next day, and obtained and verified the following information. The patient was unable to test on his meter since three days prior to original date. He had attempted to test several times, but was unable to read the display. He normally takes lantus 24 units, which he continued; however, he discontinued his humalog insulin because he could not obtain a result on his meter. On event day, he began to feel shaky, sweaty, and dizzy. He attempted to test, but could not make out the result. He called the paramedics and when they arrived, they obtained a blood glucose result of 52 mg/dl. He was taken to the hospital and treated with food and a drink. His blood glucose was retested and the result was 184 mg/dl. He was discharged from the hospital the same day. The meter issue was not resolved with troubleshooting. This complaint is being reported, as the patient experienced symptoms of hypoglycemia; however, he was unable to obtain an actionable glucose result on his meter; he subsequently went to the hospital via ambulance and was treated for hypoglycemia. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet recieved it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.